Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The returned device was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope avl reusable - gvl 4, the blade was split, the window was hazy and there was a black screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.